Event description:
It was reported that the patient had an impedance that was over 2000 ohms. Patient representative states the healthcare provider was able to reroute it and it has been livable since then but then it happened again and the charge time for the implanted neurostimulator was taking less and less and the patient symptoms increased inversely. Caller states since june 2nd, patient went to see healthcare provider and both implantable neurostimulators (inss) had been charged at the same time a week before. One was at 100% and the other was at 50%. Healthcare provider said there was practically zero voltage reaching from the battery. Patient service specialist reviewed healthcare provider can check impedances using clinician programmer and x ray. Caller asked if healthcare provider could check different connections to see what voltage they were getting. Healthcare provider told patient there is no way to determine where the impedance is without surgery. Caller wondering if there is a different way to check the impedance without having to do invasive surgery to check each connection one by one. Technical service specialist redirected to healthcare provider. Caller mentioned patient had a manufacturer's representative (rep) about 4 years ago but she quit and they have not been able to get ahold of the rep since. Pss sent email to a rep informing them patient would like to speak with them. No symptoms were reported. Additional information r eceived from the healthcare provider (hcp) reported there were high impedances across the board on one side reducing effectiveness of stimulation. The cause of the impedance issue was a broken lead which was identified on x-ray. Due to this surgery was scheduled but had not yet taken place. Refer to manufacturer's report 3004209178-2023-11339 for details pertaining to the reportable related event.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1srdp implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.